Event description:
Asku

Event description:
It was reported that during the implant attempt, the lead helix would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the proximal conductor was distorted, the inner insulation was torn, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the lead was returned with a lot of damage. The helix would not extend or retract due to distal conductor distortion within the connector.